Event description:
As reported, the patient had an initial right tka on (B)(6) 2021. The patient was revised on (B)(6) 2023 due to poly wear and the liner was exchanged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: 5241147; 02-010-04-0350 - logic cr femoral por, right, sz 5. 3659550; 02-012-45-5060 - lgc tibial fit tray cem sz 5f / 6t. 6547555; 200-02-41 - three peg patella 41mm. H7: z-0021-2022.

Manufacturer narrative:
H3: the revision reported was likely the result of presumed prosthesis wear of the tibial insert. However, images of the revised insert do not show signs of excessive prosthesis wear inconsistent with being implanted, no radiographs were provided, and the revised component was not returned to exactech for evaluation. Additionally, a contributing factor to the concern for possible wear may have been the result of the insert being packaged in a non-conforming vacuum bag for more than five years.